Manufacturer narrative:
(B)(4); batch # r57h5k. Investigation summary: the analysis showed that the 6r45b reload was received with no apparent damaged, and partially fired 1/3 and with the reload lock out damaged. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure, at the time of firing, the reload did not fire, it came pre-fired and it was necessary to use another reload to continue the procedure. There was no patient consequence.